Event description:
It was reported that the patient underwent a vns generator replacement. An implant card received revealed that the replacement was due to battery depletion. During product return attempts, it was revealed by the company representative that since the company representatives are not present at the surgeries, the facility routinely discards the product during surgery.

Manufacturer narrative:
The previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. The previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
On (B)(6) 2015 the patient had a follow-up appointment. The patient's device was interrogated and his auto-stimulation was set to off. There were normal stimulations logged as well as magnet usage. An ECG test was performed. Each one of the seven positions were cycled through and the values recorded. It was at this point the summary determined the median value to be 1.0 and the detection setting to be a value of 2. A system diagnostic was performed and the values were recorded. The patient was readied for the heartbeat sensitivity test and was programmed to 0sec on the synchpulse setting. Two positions were tested while the patient was programmed to a 2. The patient was tested while seated with his hands at his sides and while standing with his hands at his sides. The heart rate on the programmer was off by a value of at least 10 bpm for each attempt to gather heart rhythm. The patient was programmed to seizure detection on and sensitivity 1. The sda (threshold) was at a 4 and was not adjusted. The patient's auto-stimulation current was programmed on by the physician's device.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a sales representative reported that a surgeon was unable to perform heart rate detection with a m106 during re-implant surgery. No pre-operative ECG screening was performed. No details were available about the exact troubleshooting steps that were taken, but the sales representative reported that she followed all the troubleshooting guidance without success. The surgeon implanted the device. The DHR for the m106 sn: (B)(4) was reviewed on 09/23/2015. The device passed all tests prior to distribution into the field. The r-wave verification testing also passed all tests. Review of the programming history from the date of implant shows that all output currents were programmed off. Review of the sequence of events shows that seizure detection was programmed on, and sensitivity level 1 was attempted, then 2, then, 3, then, 4, and then 5 over the course of six minutes (11:35-11:41). No interrogations were performed while the sda was on; therefore, not foreground heart rate was available. Seizure detection was then programmed off, and the device was programmed to various normal mode and magnet mode settings.